Event description:
A beckman coulter inc. Field service engineer (fse) reported that the power conditioner became very hot to the touch during installation. Fse did not report any injury to himself or the customer.

Manufacturer narrative:
Fse ordered a new replacement power conditioner. Defective unit was returned for root cause investigation. No additional information are available.